Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle 27x1/2 ll eclipse 305826 needle pulled out of hub. The following information was provided by the initial reporter translated from portuguese to english: "we received a complaint about the material disposable needle 13 x 0.40 c/ safety lock, where at the moment when the nursing employee administered the intradermal medication, the needle detached from the hub, getting stuck to the patient's skin, it was removed from the skin manually after the event." Additional information provided: -was there any exposure to blood or chemotherapy on mucous membranes or skin? (Detail) there was only skin exposure during the application process where the probe got stuck in patient's skin. -was there a need for medical and/or surgical intervention due to the incident (imaging tests, surgery, drug administration, etc.)? (Detail) there was no need for medical or surgical intervention as the needle was removed from the skin manually by the nursing technician at the time of the incident. Was there any harm to patients/health professionals? There was no harm to patients. Is there any patient involvement, please confirm? Yes.

Manufacturer narrative:
Photos received for investigation. Through visual inspection, it is observed there is no needle present, it appears it has been pulled out of the needle hub. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Retention samples from the same lot were evaluated, the length of the injectable area is verified, needles had sufficient epoxy which is the adhesive used to join the cannula and hub. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.

Event description:
No additional information.